Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 55 mg/dl to 80 mg/dl after resuming insulin delivery. The customer treated bg level by suspending insulin delivery and eating sugary food. At the time of the report, the customer's bg level was in target range. Reportedly, the customer would discuss pump settings and low bg level with their healthcare provider.